Event description:
An aneurx stent graft system and a talent converter stent graft system was inserted in a pt for the emergent endovascular treatment of a contained ruptured abdominal aortic aneurysm one month ago. Vessel morphology was reported as calcified and severely tortuous. The vessels were pre-dilated with a 16 fr dilator, followed by 8mm x 4mm and 9mm x 4mm balloons. It was reported that the physician was unable to advanced a wire on the contralateral side therefore selected a talent converter stent graft. The talent converter could not advance to the intended landing zone, due to vessel morphology and was removed from the pt. (MFR# 2953200-2010-02295). The physician selected an aneurx bifurcated stent graft with a smaller profile; however; the bifurcated device could not be advanced to the intended landing zone. The device was removed from the pt. The physician continued to dilate the vessels with dilators, however, during the dilatation, the iliac artery ruptured. The physician converted the pt to an open surgical repair. It was reported that the following day the pt expired. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (death, calcified and severly tortuous), (calcified and severly tortuous vessels), (treatment of a pre-operative rupture), (dilatators). Conclusion: (calcified and severly tortuous vessels), (treatment of a pre-operative rupture), (dilatation of the vessel).